Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine [20 mg/ml] at a dose of 27.8867 mg/day via an implantable infusion pump. It was reported that during a replacement on (B)(6) 2020 the hcp tried to empty the sterile water from the pump but was only able to pull out 2.5 ml. After that the hcp was able to fill the pump with 12 ml of medication. A post-op check up was done two days later and upon emptying the pump it was found that there was 41 ml of liquid in total. It was noted that the nurse also reported using a bigger syringe/needle than recommended and asked if a mechanical stop in the pump could be caused by using a bigger needle; however, the doctor denied the use of the bigger syringe/needle. It was also alleged that the tablet didn¿t show the volume inside the pump once they connected it after the implant. A copy of the session report from (B)(6) 2020 showed that at the beginning of the session the pump was in shelf mode, and at the end of the session the reservoir volume was programmed to 10 ml of bupivacaine [20 mg/ml] at a simple continuous dose of 27.846 mg/day. A priming bolus was not programmed. It was indicated that it was not confirmed that the pump was emptied until air bubbles no longer appeared in the empty syringe, that the doctor aspirated just 2.5 ml. It was noted that the doctor stated they had a visual control at the time of the implant and tried multiple places with the needle but were only able to aspirate 2.5 ml. Then at the refill had no problem aspirating 41 ml. No patient complications were reported or anticipated.